Event description:
Caller reported multiple instances of cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts arranged for a replacement pump and guided the caller on returning the faulty unit using a pre-paid label. The customer chose to use a backup insulin pump to prevent interruption in insulin delivery.